Manufacturer narrative:
Reported event of out-of-range low pacing impedance was confirmed. The device above elective replacement indicator (eri) level was returned for analysis. Initial testing indicated low pacing impedance on the ventricular channel, which recovered once the product code was reloaded. Further testing performed with various test loads, functionality features, inspection of header connections, and longevity assessment were normal with no anomalies found. The reported low impedance anomalies are consistent with code corruption, but the root cause could not be identified as the device recovered during testing. Based on the information provided, the firmware of the device appears to be functioning per design. The root cause of the impedance anomaly is unable to be determined.

Event description:
During an implant procedure, a loss of capture and a low pacing impedance were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.